Manufacturer narrative:
Correction information: section b.7. Additional information: section a.2, b.7. The recipient reportedly has cerebral palsy (cp). The recipient did experience a fall on (B)(6) 2024, and redness was noted at the implant site. No medical intervention was provided and the redness resolved on its own. In addition, the device remained working after the fall. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no lock. External equipment was exchanged, however, the issue is not resolved.

Manufacturer narrative:
It is noted that testing was performed; however, no lock was observed. Revision surgery is under consideration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.